Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was a hole in the heat exchanger making it leak. The additional malfunctions were the muffler cracked, tie wraps leaking.